Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
The micropuncture introducer set became twisted in the patients groin and when it was being removed by the vascular surgeon, the outer wiring unraveled and part of the stainless steel guide wire broke off. Additional information stated that a piece remained in the patient but is superficial and has not caused harm to the patient.

Manufacturer narrative:
(B)(4). **** event evaluation **** a review of complaint history, drawings, instructions for use (IFU), manufacturing instructions, quality control, specifications and a visual examination of the returned, used and damaged wire guides was conducted during the course of investigation. The visual examination determined that wire guide number 1 was 41.5 cm long. It was noted that the coil was detached from the distal end of the mandril with weld still attached. The length of mandril from solder at the distal end was 7.8 cm. Wire guide number 2 was found to be 39.9 cm length. The coil was elongated and detached at the distal end with no weld. The coil was 17.5 cm long. Damage to the wireguide may occur during use if resistance is met, or during manipulation or withdrawal through a needle. The IFU for the mpis set include the following precautions, ¿do not attempt to insert or withdraw the wireguide and/or introducer if resistance is felt¿, ¿withdrawal or manipulation of the distal spring coil portion of the mandrel wireguide through a needle tip may result in breakage.¿ there is no evidence to suggest the product was not manufactured to current specifications. It is unknown why the customer experienced difficulty. It is possible that the wire guide met resistance beyond its original design. A definitive root cause can not be determined. We will continue to monitor similar complaints and have notified the appropriate internal personnel of this event.

Event description:
The micropuncture introducer set became twisted in the patient's groin and when it was being removed by the vascular surgeon, the outer wiring unraveled and part of the stainless steel guide wire broke off. Additional information stated that a piece remained in the patient but is superficial and has not caused harm to the patient.